Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". The safety line was reportedly marked but the ventilator was moved without the wheels locked. According to additional information received, the ventilator was prepared to be removed from the examination room when the trolley accidently crossed the safety line. The ventilator was then attracted into the magnetic field and hit the MRI scanner. The ventilator was investigated by our field service engineer. The expiratory valve coil was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Previous investigations of similar complaints have shown that the ventilator can be attracted to the MRI scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was most likely caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
It was reported that the ventilator became magnetically adhered to an MRI scanner. There was no patient harm. Manufacturer's ref #: (B)(4).